Event description:
The customer reported that 5-10 minutes into rinseback of a therapeutic plasma exchange (tpe) procedure, the plasma pump accelerated and the patient sat up in the bed and stated that her chest was clamping. The operator heard the pumps accelerate, but her back was turned to the machine when it occurred. When she turned around she noticed the patient sitting up in the bed and tried to assess her. The patient identified and touched the ac pump as the pump that had accelerated. The system then shut down with a pump failure #2. The inlet line was clear. The patient's catheter was clamped off and she was disconnected from the machine. The attending physician was called, but he did not give any orders. The patient was stable but anxious. The patient calmed down; her systolic bp was 101. She stayed for approximately one-half hour and rested and recovered from the procedure. She was stable and got up and walked to the rest room. She was discharged from the apheresis unit with her husband. The patient and her husband walked to the outpatient radiology area for her catheter removal. This was already planned because it was her last ordered apheresis treatment. The apheresis unit has no communication or connection with the outpatient radiology. They were asked questions about the incident by risk management in their hospital, which is when they found out that when the patient was in the outpatient radiology area there was a code called. The patient developed acute onset chest pressure, nausea and dizziness, leading to an emergency room visit for treatment of symptoms. The customer is not certain, but they did hear that the patient was released from the hospital. This report is being filed due to medical intervention via a potentially unrelated code team response post-procedure.

Manufacturer narrative:
(B)(4). The customer's risk manager submitted a medwatch form (see attached) for this event. Terumo bct also received the associated maude event report, no (B)(4). The customer's medwatch form was filed for the disposable set (cobe spectra tpe set, catalog # 70500, lot# 06u15203), however, the reported incident is actually related to the equipment that the procedure was being run on (cobe spectra apheresis system, model # 950000000, serial # (B)(4)). The medwatch reported that the disposable set had a hole in the collection bag, which resulted in a plasma leak. The staff nurse involved in the patient's procedure at the time of the event also reported the incident to terumo bct customer support. This report is combining information gathered from both sources. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The patient's chest clamping was as a result of ac overinfusion. Potential causes include a defective pump or pump rotor, a defective pump driver cca and a defective disposable. The disposable was returned on (B)(4) 2012, and was evaluated and determined to have a hole in the area in which the tube stem is welded to the bag. The tube stem actually extended all the way through the bag creating the hole. This resulted in a fluid spill. The root cause of this failure is due to a misassembly in which the assembler failed to properly weld the tube stem to the waste bag. The tube stem was inadvertently welded completely through both vinyl sheets of the bag. The device was evaluated and evidence of a leak onto the sensor cca and the pump driver cca were noted by the service technician, indicating a worn pump console gasket that allowed the fluid from the defective disposable to leak onto the identified components. The service technician replaced the pump driver cca, the sensor cca and the pump console gasket. Root cause: the root cause of the patient's chest clamping is ac overinfusion caused by a worn pump console gasket. Corrective action: the device was repaired and returned to service.